Manufacturer narrative:
(B)(4). Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: y9g12s3, medical device expiration date: 2023-05-31, device manufacture date: 2018-10-25. Medical device lot #: y7b18l1, medical device expiration date: 2023-05-31, device manufacture date: 2018-10-25. Device evaluated by MFR: a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd microtainer® contact-activated lancet were improperly assembled and deformed. This occurred on 7 occasions, discovered before use. The following information was provided by the initial reporter: improper assembly due to the purple part was deformed.

Event description:
It was reported that bd microtainer® contact-activated lancet were improperly assembled and deformed. This occurred on 7 occasions, discovered before use. The following information was provided by the initial reporter: improper assembly due to the purple part was deformed.

Manufacturer narrative:
H.6. Investigation: investigation summary: bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer's indicated failure mode for damaged lancets with the incident lot was observed. However, retention samples were selected from bd inventory for evaluation/testing and upon completion, the issue relating to for damaged lancets was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to the assembly process through CAPA#(B)(4). And potential causes have been identified. As a result, corrective actions have been established and are in the process of being implemented. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for damaged lancets with the incident lot was observed. Evaluation/testing of the customer samples was conducted and damaged lancets was observed. However, evaluation/testing of the retain samples was conducted and damaged lancets was not observed. Further investigation activities have been conducted through CAPA#(B)(4). And the most likely root cause has been identified. As a result, corrective actions and procedures are being implemented to mitigate further occurrences. Root cause description: CAPA#(B)(4). Was conducted to document further investigation and root cause analysis relating to this issue. The investigation has identified the most likely root causes and corrective actions are in the process of being implemented. Rationale: based on an assessment of severity and frequency, it was determined that a CAPA is required at this time in order to determine the root cause associated with this issue. The investigation has identified potential root cause(s) related to this issue and corrective actions are in the process of being implemented.